Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. In addition, irritation from adhesive patches are known and anticipated potential adverse effect. The patient reported to senseonics that the reactions were from the white adhesive patches. The symptoms were first observed on (B)(6) 2023. And the patient consulted hcp who prescribed travocort cream. Eversense cgm system comes with two different adhesive patches, clear and white. The patient stopped using white adhesive patches and is now using only clear adhesive patches and no more reactions have appeared this incident.

Event description:
Senseonics was made aware of an incident where patient reported redness, infection and yellowish discharge from the insertion wound. The sensor was inserted on (B)(6) 2023 and the symptoms began approximately on (B)(6) 2023. According to the patient the symptoms appeared after using white adhesive patches. The patient consulted hcp who prescribed travocort cream. The patient is now using clear adhesive patches and no more reactions have appeared.